Manufacturer narrative:
Correction information b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). H4:device manufacture date. Evaluation summary. Based on the content of investigated data, it is potential that the problem was caused by an initial defect in the image signal transmission/processing circuit system, but it could not be determined for sure. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 07-mar-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 07-mar-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
According to the information obtained from the distributor on (B)(6) 2023, it was observed that there were frames in the camera image after 1.55 seconds and lasted up to 2.15 seconds, and after 2.15 seconds, the camera image disappeared. It has been determined that the camera and led lenses are problem-free, there is no air leakage and no fogging are observed in the device. Pentax medical emea responded to a good faith effort request via email on 20-jul-2023 stating that it was unclear whether the endoscopy was completed successfully or whether there was an alternative endoscope. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the procedure, the camera image inside the patient shows square shapes, then the image freezes and disappears completely. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.